Manufacturer narrative:
The following devices were also listed in this report: triathlon®, total stabilizer femoral component, #7; cat# 5512-f-701; lot# iwoi; triathlon® total knee, universal tibial baseplate, 7; cat# 5521-b-700; lot# vobga; triathlon® x3®, symmetric patella, s36mm; cat# 5550-g-360; lot# 37xj; triathlon® total knee, cemented stem, 15mm; cat# 5560-s-115; lot# 0033942h; triathlon® total knee, cemented stem, 15mm; cat# 5560-s-215; lot# 0038629e. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicates the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the sterile lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Event description:
Patient underwent 2 stage exchange following primary tka in 2013. Patient had septic sepsis and underwent a 2 stage exchange over the course of 4 months in (B)(6) 2016 due to other health issue. Reported in q4_2016. Now 6 months later is revised again for prosthetic joint infection with only poly exchange.